Event description:
Hospira sapphire primary piggyback 0.2 micron filter set list no. 16389-02. Appears to be some leaking where tubing enters the 0.2 micron filter. No pt harm or issues just spill of infliximab. On examination I could not see the defect.